Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide in investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.the run data file (rdf) was analyzed for this event.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.alerts that are known to contribute to wbc contamination were not generated in this run datafile. As the trima system cannot count the cells entering the platelet product bag, the rbcdetector signals must see a significant change in the reflectance values to notify the operator ofan lrs chamber saturation and to count the wbcs in the platelet product. In this case, thesignals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data filereported that the platelet product could be labeled as leukoreduced. Although the trima systemhas several methods for detection of possible wbc contamination, it is possible that some eventsmay elude the detection capability of the trima system.run data file analysis did not show a conclusive root cause for the elevated wbc content in theplatelet product reported for this collection. However, it is possible, though not conclusive, thatwbcs may have escaped the lrs chamber late in the procedure. Based on the availableinformation, it is possible this failure may be related to donor specific blood characteristics that maychallenge the trima leukoreduction system.